Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01687. This report is being submitted as additional information. The patient weight was not provided. Approximate age of device- 64 days manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the evaluation of the log file. The submitted log file contained approximately 4 days of data (15apr2018 ¿ 19apr2018, per time stamp). On (B)(6) 2018 the rsoc voltage levels of both power cables fell from the expected ~12v down to ~2.3v then to 0v in approximately 4 seconds activating low power hazard, power cable disconnect, and no external power alarms. A similar incident occurred again on (B)(6) 2018, the rsoc voltage levels of both power cables fell from the expected ~12v down to ~2.7v then to 0v in approximately 4 seconds activating the same alarms observed on (B)(6) 2018. The associated voltage levels indicated that the alarms occurred when the system controller was powered by a mobile power unit (mpu) and indicated an intermittent loss of power. The alarms cleared when the ac power was restored, and the pump support was not affected as the system was supported by the backup battery during the events. There were no other notable alarms active in the log file. The mobile power unit and the ac power cord were not returned to abbott for analysis. It is uncertain whether the power cord became disconnected from the mpu side or the wall outlet side. Additional provided information indicated that technical services suggested the use of the v-lock power cord which can be ordered by contacting the clinical specialist. Based on the log file analysis, a root cause for the no external power alarms was determined to be related to a loss of the ac power. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had multiple no external power alarms. During the analysis of the log file, the manufacturer's technical service representative observed no external power alarms while attached to the mobile power unit (mpu). These seemed to be due to the power cord coming loose from the mpu. There were no other unusual events seen within the log files. No additional information was provided.